Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 525mg/dl. The mother stated that the events leading to his admission was feeling sick and the insulin pump was malfunctioning. The customer's blood glucose was treated and the he was released. No further information was provided.